Event description:
The physician was unable to remove a right ureteral stent in his office. Patient was taken to the operating room for stent removal. Stent was encrusted on the distal portion of the stent in the bladder and it appeared to be stuck proximally up in the right kidney.